Event description:
Clinical study. Same case as 6000089-2006-01756. It was reported that during a coronary drug eluting stent treatment procedure, there was balloon withdrawal resistance. The lesion being treated in the index procedure was a 2.5mm, 95% stenosed, 22mm long, severely calcified portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with predilatation and successful placement of two taxus liberte' (2.50x16mm) drug eluting stents. During withdrawal of the balloon, there was withdrawal resistance of both stents. This was resolved without any treatment. The patient was discharged. No further information is available at this time. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.